Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2ft9r, implanted: (B)(6) 2021, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they are trying to change programs because patient is not having a lot of luck with bladder control which started probably last year (see 705661443 for therapy issue already reported) caller states the patient went to their doctor in july and was told to try different programs. Last night, caller states they were able to connect to the device briefly and then it quit and they couldn't get it to connect again. Patient services reviewed to call back when they are with the patient so we can troubleshoot and see if they can switch programs. Additional information was received from a patient representative. The cause of the inability to connect was not determined. As the phone is trying to connect to the device, the patient got uncomfortable spikes in the leads to the device. They continue to use the device to adjust programs and program strength. It takes 10 to 15 attempts to connect.